Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 24gax0.75in prn/ec slm leaked patients use this product for gastroscopy, infusion with, into the needle for a while there is a drum needle bleeding phenomenon, change the location of the infusion repeated, change the new.

Manufacturer narrative:
1. No defective sample and photo have been received for the complaint. 2. DHR/bhr review (lot#: 4171643): 1) the products of this batch were assembled at intima ii auto line 2 in jul 2024 and packaged at r240 package line in jul 2024. Work order quantity was (B)(4) pcs. 2) review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3) review the production records with no nonconformance, deviation or rework activities. 4) review the batch records, no material, process change. The sterilization process is normal, the bi sterility test is passed, and the eo residue test is passed, the products meet the requirement of bi sterility test before release. 3. The retained sample of this batch is taken for 45 psi leakage test and flow test, and the test results are all within the product specifications. 4. Local swelling and bleeding at the insertion site may be related to the quality of the product, as well as the patient's skin, vein conditions and puncture method. We recommend: before puncture, check the catheter for leakage through the exhaust process; during puncture, insert the needle at 15°~30° with the bevel of the needle tip upwards, and after seeing the blood return, lower the angle to 5°~10° to continue send the needle, and to avoid multiple punctures. After puncture, the medical dressing should be fixed in place to prevent the catheter slipping back and forth and penetrating veins during indwelling. 5. No similar complaints have been received from other hospitals about this batch of products. Conclusion(s): there are no abnormalities in the product manufacturing process, sterilization process and retained sample, and no similar complaints have been received from other hospitals about this batch of products. Because the defective sample has not been received for relevant tests, and the usage of the sample is unknown, the root cause of local swelling and bleeding at the insertion site cannot be determined. The plant will continue to track and trend for this issue.

Event description:
No additional information is available.